Manufacturer narrative:
Unit passed the functional testing, including the seat, rewind, and occlusion test. No motor error alarm noted.

Event description:
Customer was hospitalized due to high blood glucose levels. Customer reported repeated motor error alarms prior to hospitalization. Customer's md felt that the pump caused the hospitalization. Troubleshooting was performed and pump passed the prime test. Pump was replaced per md's request and the high pressure test was not performed.